Event description:
It was reported the patient has not recharged or used the scs system in the past 2 years. The patient declined the new replacement charger and does not anticipate using the stimulation in the future. It was reported the patient did not want to pursue any intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.